Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the remote transmissions revealed the implantable cardiac monitor (icm) exhibited diagnostics anomaly; the device showed zero percentage atrial fibrillation (af) burden though there were multiple af episodes recorded. No intervention was performed. The patient was unaffected.